Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: p1501dr, ipg; implant: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. During the changeout procedure it was discovered that the right atrial (ra) lead was intermittently undersensing, exhibited low impedance and high thresholds. The lead was reprogrammed to unipolar with satisfactory results. The lead remains in use. No patient complications have been reported as a result of this event.